Manufacturer narrative:
It was reported that the patient with the plate presents a flexor pollicis longus (fpl) rupture. A revision has not been performed. The associated complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After several requests, smith and nephew has been unable to obtain the product information. As device details were not made available, device history record and complaint history review could not be performed at this time. A relationship, if any, between the device and the adverse event could not be corroborated at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. It was communicated that it may be several months before the information is available to smith and nephew. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that patient with the plate presents a flexor pollicis longus (fpl) rupture. A revision hasn't been performed.